Manufacturer narrative:
Based on the available information, no conclusion can be made. Per the medical records review, post implant of ventralex patch, patient had discomfort, abdominal pain, adhesions and hernia recurrence thereby underwent mesh removal. The instructions-for-use supplied with the device identify adhesions and hernia recurrence as possible complications. This emdr is submitted to represent ventralex patch (device #2). An additional supplemental emdr is submitted to represent ventralex patch (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the patient's attorney: (B)(6) 2015 - patient had abdominal pain and was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventralex patch (device #2) and old mesh removal (device #1). Per operative notes, " hernia sac was dissected, and a portion of the sac was contained a previously placed mesh (device #1) was dissected away. A medium ventralex patch (device #2) was placed and secured". (B)(6) 2016 - patient visited hospital due to abdominal pain. On (B)(6) 2018, patient had discomfort and was diagnosed with recurrent ventral incarcerated incisional hernia and underwent robotic-assisted laparoscopic repair with mesh removal (device #2). Per operative notes, " lysis of adhesions was performed and liberated the omentum, from the mesh. Then the mesh (device #2) was then cut into strips to extraction from the abdominal cavity and was completely removed. Next, a prolene mesh was placed." Attorney alleges that the patient experienced hernia recurrence, pain and emotional injuries.